Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was removed due to failed defibrillation threshold (dft) test. This device was surgically explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.